Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is the patient¿s current condition? What is the patient¿s current condition? What were the indications for surgery? Was the patient receiving radiation or chemotherapy? Was the transection created using one or multiple firings of the device? Was the issue identified in both proximal and/or distal portions of bowel? Were any loose staples noted intraoperatively? If yes, where? Are intraoperative pictures available? If yes, please send.

Event description:
It was reported that during a low anterior resection procedure, disease diagnosis: rectal tumor. The cut line and the 42mm staple line were deployed after the device fired. But no staple deployed on the other side of the cut line. The surgeon used hand sewing to sew up the distal rectum and circular stapler for anastomosis. No other problems found. For concern about anastomotic fistula, the surgeon used preventive fistulization to complete the surgery. The patient is in stable condition now.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.